Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. It was reported that approximately two months post index procedure the patient presented with buttock and thigh claudication. A CT revealed that the left limb of the endurant ii stent graft was occluded from the flow divider to the distal left common iliac artery. Blood flow was observed to be reconstituted at the left external iliac artery. The physician elected to perform a thrombectomy and then elected to perform a femoral to femoral bypass. The event was resolved. Per the physician the stent graft size was large enough in comparison to the vessel diameter; however, there was stent graft in-folding which subsequently after several weeks, thrombosed. The thrombosis may have been avoided if the stent graft had been in the distal most portion in the vessel in the area of larger diameter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft occlusion could not be determined from the films provided. Angio¿s at implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. At 6 weeks post-implant thrombus was observed beginning within the aortic body near the top edge of the bifurcate. The left/contralateral limb was found to be 100% occluded just above the flow divider. Pre-implant films showed that the proximal neck was long (35mm) and contained thrombus. The proximal neck diameter narrowed from 27 just below the renals, to 22mm just above the top of the aaa. The post-implant films found that the proximal margin of the implanted right/ipsilateral limb extension partially projected into the bifurcate aortic body. Within the small distal portion of the proximal neck the contralateral limb flow channel was compressed (by the 17mm od ipsilateral extension) down to ~5mm ID at that level. Several mm¿s lower, at the level of the flow divider which opened into the top of the aaa sac, the contralateral limb expanded out to 11mm ID; however, the contralateral limb remained occluded down into the left iliac bifurcation where it reconstituted at the left internal/external iliacs. It is possible that the contralateral limb compression observed just above the flow divider may have contributed to the entire limb occluding. In addition, abrupt stent graft compression down to ~12mm od with possible infolding was seen along 1cm distal end of the 20mm od left limb, which had been implanted into the 13mm distal portion of the ectatic lcia. It is also possible that this abrupt change in stent graft diameter may have contributed to the limb occlusion. This may have also been caused by a patient related issue: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images from the reported thrombectomy and femoral to femoral bypass intervention were not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.